Manufacturer narrative:
Pt info: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -07.00 diopter, caught in the cartridge and tore while loading. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. The postoperative condition is good.